Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that right after unrelated surgery on (B)(6) 2022, patient experienced a complete return of symptoms. Patient said that they didn't turn stimulation off beforehand however when patient connected said therapy was off. Patient said that they tried switching programs and explained therapy kept on turning off. Based on information patient provided, explained that most likely stimulation turned off during surgery due to equipment used during surgery and that would explain return of symptoms. It was also explained that when programs are being switched it is built into the process that stimulation turns off and when on new program patient needs to manually turn stimulation on. Patient will maintain stimulation level on current program and will continue to track symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy turning off was determined to be related to the medical equipment used in an unrelated surgery. Patient stated, "I need to inform the surgeons what tool to use and not use" when asked what steps were or will be taken to resolve this issue. Patient reported issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.